Manufacturer narrative:
One 0035070 was received in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection found no obvious signs of abnormalities or defects. The device was dye leak tested per procedure and the testing found a breach within the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, poole instrument w/3.05 mtr tubing 20/cs, item # 0035070, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.